Manufacturer narrative:
Findings: pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with scratched case, serial number label fading, display window cover damaged, cracked retainer, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had experienced a pump error on their insulin pump. The customer's blood glucose level was 160 mg/dl at the time of the incident. Customer states that his insulin pump is beeping and showing a pump with a arrow pointing to a book on the screen. Customer states that he took the battery out of the pump for about an hour. The customer sent the product back for analysis.